Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. The pdrn reported the cause of the event was the patient¿s poor aseptic technique, which ultimately lead to a breach in sterility. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum based on the information available there is no evidence or indication the liberty cycler set caused or contributed to a serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support for assistance canceling their pd treatment. The patient stated they had been vomiting (specifics unknown) and was not feeling well. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with peritonitis. The pdrn stated after the call to technical support, the patient contacted the on-call pdrn and was instructed to report to the outpatient dialysis center in the morning for evaluation. The pdrn stated the patient was diagnosed with gram-positive peritonitis (organism not provided) and was treated outpatient with intraperitoneal vancomycin daily (dosage and duration unknown). The pdrn stated the cause of the peritonitis was the patient performing improper aseptic technique (specifics not provided). Additional information was requested, however the pdrn declined to provide further information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.